Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not reveal any issues related to the reported condition. Functional leak testing was performed by filling the device with water. During and after fill, no evidence of a leak was observed at or near the fill-port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the filling port. This occurred after filling with fluorouracil. There was no patient involvement. No additional information is available.